Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this one-day post implant this right ventricular (rv) lead dislodged. The lead was successfully repositioned and remains in service. No adverse patient effects were reported.